Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream occlusion errors' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'upstream occlusion!' Messages. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement after the component could not be calibrated. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had an inoperable keypad #1. The cause was identified to be a damaged keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error during testing at the biomed service department. There was no patient involvement. No additional information is available.